Event description:
In 2008, the patient reported that a week ago, he experienced insulin leakage at the infusion set luer connection and his blood glucose measured "hi" on his blood glucose monitor. He stated that he felt weak, dizzy, and had muscle weakness. He injected insulin via syringe to lower his blood glucose. He stated that he changes his infusion tubing once per week. Upon follow up on the following month, the patient stated that he visited his physician and is now on injection therapy. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product is available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.